Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 3mmx18mm target lesion was located in the severely calcified right coronary artery. Following pre-dilatation with 2.5x15 emerge balloon catheter, a 20 x 3.00 rebel stent was advanced for treatment but the physician had difficulties in crossing the lesion. When the stent was repositioned to be inflated, the physician noticed that the distal part of stent was shortened. The device was removed and cells were confirmed to be damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The rapid port exchange (rpe) was torn. At 2mm distal from the rpe, the shaft, which includes both the guidewire lumen and inflation lumen, was stretched for a length of 3mm. At 78mm from the tip of the device, the guidewire lumen was buckled, prolapsed, and stretched for a total length of 4mm. The balloon was tightly folded. At 8-9mm from the distal end of the proximal markerband, the proximal end of the stent was bunched and damaged. The distal end of the stent was in place and intact. The damages found to the device are consistent with device interaction, procedural difficulties, and an interaction with anatomical characteristics. These damages would likely cause resistance upon device advancement.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 3mm x 18mm target lesion was located in the severely calcified right coronary artery. Following pre-dilatation with 2.5 x 15 emerge balloon catheter, a 20 x 3.00 rebel stent was advanced for treatment but the physician had difficulties in crossing the lesion. When the stent was repositioned to be inflated, the physician noticed that the distal part of stent was shortened. The device was removed and cells were confirmed to be damaged. The procedure was completed with another of the same device. No patient complications were reported.